Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. Philips field service engineer (fse) confirmed the display was distorted making the display difficult to read. The fse replaced the lcd display and the unit passed all performance verification tests after the repair was complete.

Event description:
Customer reports unit requires a new lcd display. No patient/user harm reported. The event date was not specified; estimate used.